Event description:
It was reported the lcsk5 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the device stopped working and emitted a solid tone. Opened another device to complete the case. There was no consequence to patient.